Event description:
It was reported that during a lap appy procedure, a piece of the original cartridge came apart and was left in the device. No piece fell into the pt. The device was reloaded to complete the procedure after the piece was removed. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).